Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Cotton stick inside body - vagina [foreign body in reproductive tract] . Tampon fell apart [device breakage] . Case narrative: consumer reported via phone that the tampon fell apart. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Cotton stick inside body - vagina [foreign body in reproductive tract]. Tampon fell apart [device breakage] . Case narrative: consumer reported via phone that the tampon fell apart. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Cotton stick inside body - vagina [foreign body in reproductive tract] tampon fell apart [device breakage] case narrative: consumer reported via phone that the tampon fell apart. No serious injury was reported.